Event description:
It was reported that the contact could not see insulin exit the tubing during fill tubing. Air bubbles were seen coming out of the cartridge. The contact loaded a new cartridge and had no further issues. There was no impact to the customers blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.